Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise and low impedance. The lead was capped and replaced. The patient was fine post procedure.